Manufacturer narrative:
Cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis: the investigation of the unit confirmed the complaint as valid: the housing groove is damaged, the handpiece is heating up and the transducer is faulty. Recommend replacing transducer housing and o-rings. Root cause analysis: root cause was confirmed as transducer failure. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the housing on the cusa excel 36khz straight handpiece (c2602) had too much heating. No information on patient involvement, injury, or surgical delay was received.